Manufacturer narrative:
Bard has made 5 attempts for additional information from the customer without any success. The actual sample remains in the patient. The device history record could not be reviewed because the lot number was not provided. (B)(4).

Event description:
It was alleged by the facility that the suturing device did not fire the suture properly into the patient's ligament resulting in the suture bullet braking off in the patient. The bullet tip was left in the patient with no intervention taken for removal.